Event description:
It was reported that the user experienced recurrent low glucose while using the ilet system and expressed concern that the pump continued to deliver insulin when glucose was between 75¿110 mg/dl, leading the user to pause insulin and manually announce meals as a treatment, which resulted in subsequent hyperglycemia. Symptoms included low glucose values with documented blood glucose (bg) of 69 mg/dl and 67 mg/dl. Investigation included review of user-reported data and case records with user education on appropriate treatment and engagement with clinical support for cgm target and dosing concerns. Further investigation of this case revealed user-driven insulin suspensions and meal announcements contributing to glycemic variability. It was concluded that, based on previously established findings for similar reports, the cause of hypoglycemia was unclear and that user behavior impacted glycemic outcomes. Outcomes included transient hypoglycemia followed by elevated glucose after extended insulin suspension. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.